Event description:
The field service engineer (fse) reported to olympus representative on behalf of the customer that the evis exera ii duodenovideoscope was sent in for annual maintenance. There were no reports of patient harm or impact associated with the reported event. Based on the asset return during the evaluation, a reportable malfunction was found: the forceps elevator has foreign material. The foreign material is yellowish/brown in color, but it is unknown what the foreign material was found on aug 25,2023.

Manufacturer narrative:
The device was returned to olympus for evaluation for annual maintenance. During the evaluation it was found that the forceps elevator has foreign material due to insufficient cleaning. Additional evaluation findings were as follows: the adhesive on bending section cover was detached, the connecting tube has a buckling, due to wear of angle wire, bending angle in left direction does not meet the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, the play of right/left knob is out of the standard value, the control unit, the universal cord has a scratch, and the grip has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may have remained since reprocessing was deviated from instructions for use from obtained information. The customer stated the device was not adequately reprocessed. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.